Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 548mg/dl. Troubleshooting was declined as customer stated that the insulin pump is working properly. The wife stated that he is attempting to deal with stress. The caller stated that his blood glucose was 88mg/dl when he was released from the hospital, but when they got home his blood glucose was reading 200mg/dl using the ultra link meter. The spouse believes that there is something wrong with the blood glucose meter. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.